Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue. Log file reveals alarms triggered intermittently after start up. An order was placed and part was shipped. Root cause of failure was determined due to defective inspiration valve nt. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista1000e us technical failure 300 - device in failsafe. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the log file shows alarms 316 (technical failure 316 - blower failure) and 545 technical failure 545 - astepinspvalve value out range - failsafe). The micronel blower is correctly configured in the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.